Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to discomfort as the patient did not like the fit of the prosthesis. New inflatable penile prosthesis cylinders and pump components were implanted. Following the surgery, the patient was expected to fully recover

Manufacturer narrative:
H3 device evaluation: the product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse events of discomfort is included in the product hazard analysis. Based on the results of this investigation, no escalation is required. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected and functionally tested. Cylinder 1 has a small leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to discomfort as the patient did not like the fit of the prosthesis. New inflatable penile prosthesis cylinders and pump components were implanted. Following the surgery, the patient was expected to fully recover.